Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
This product is manufactured in the us but not marketed in the us. (B)(4). Conclusion code : off label use: as per dfu, the implantation of lens model vticmo12.6 is contraindicated for patients with anterior chamber depth (acd) less than 3.00mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens -7.0 diopter in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting. The lens exchange resolved the problem. The patient's post-op best corrected visual acuity (bcva) was 20/20.